Event description:
It was reported that there was a small hole in the distal end of the valve found prior to implantation.

Manufacturer narrative:
The product has not yet been returned to the manufacturer.